Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Additional information received from the field representative indicates that the patient had fever and the area where the device was had swelling and tenderness. There were no additional adverse patient effects reported. The ra lead was explanted.